Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Reported complaint cannot be confirmed.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed which adequately provides warning related to perception of halos and glare and associated effects of this phenomena under certain conditions. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. No product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zma00 intraocular lens (iol), the patient complained about headaches, blurry vision, halos and unable to focus at both near and distance. Reportedly, her headaches got worse at night. The lens was explanted in a secondary procedure and a z9002 iol was implanted. No incision enlargement or vitrectomy required and patient is doing great with the replacement lens.